Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in brazil. Based of the technical investigation report of the follow-up report was created. Due the investigation of the device it was possible to detect a damage communication modul. No further issue could be found. The complaint could not be confirmed.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(6). If we get a technical investigation report, a follow-up will created. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "over infusion/operating unit". Customer information: infusion time 24 h. Start of infusion (B)(6) 2020 at 00:00am one hour later the pump alarmed and it could be recognized that the pump was in kvo mode. Nurse programmed the pump by placing value (see below) according the medical prescription: total volume: 250ml time: 24 hours flow rate: 10.42 ml / h